Manufacturer narrative:
Batch reviews performed on 10 june 2025: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-sphere 02.12.0002l gmk-sphere femoral component cemented - 2l (k121416) lot. 2246794 batch reviews performed on 10 june 2025: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 2028-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. At about 7 months from primary the surgeon revised the femur and insert and the surgery was completed successfully.